Event description:
It was reported that this right atrial (ra) lead exhibited pacing inhibition, oversensing with a loss of capture, and high out of range pacing impedance values. The lead was noted to be fractured. The lead will be reprogrammed to account for the fracture and an increase follow-up to monitor patient condition. No adverse patient effects were reported.

Manufacturer narrative:
FDA 3500a section device codes. Added code 1439 pacing problem.

Event description:
It was reported that this right atrial (ra) lead was exhibited oversensing with a loss of capture and high out of range pacing impedance values. The lead was noted to be fractured. The lead will be reprogrammed to account for the fracture and an increase follow-up to monitor patient condition. No adverse patient effects were reported.